Event description:
Reported that during an unknown procedure, the instrument caused an instrument error on the generator after it was working fine for several minutes. The error could not be cleared. The instrument was replaced and the case finished. There was no reported patient consequence. Procedure was finished with like device.